Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in the incident, it was determined that the removed medication was not showing. A technical support specialist (tss) found that an order did not have the proper units of measure (uom). The tss suggested that the customer resend the order with the correct uom. The customer agreed and stated that the user was unable to change the order to a different uom due to the way things are built in the patient information system (pis). The customer planned to do follow-up on their end to resolve the issue. The system functioned after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported that when click patient profile to remove medication, it does not show where it is located. Customer mentioned if they check from global find, the medication is there. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.